Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high capture threshold which resulted in failure to capture. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction: b3 - date of event should have been ¿aug 26, 2025¿ instead of ¿aug 26, 2024¿. D10 - therapy dates should have been ¿(B)(6) 2025¿ instead of (B)(6) 2024¿